Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was recently hospitalized due to a blood glucose level of 44 mg/dl. Customer reported that prior to the incident, he had a blood glucose level of 91 mg/dl, ate lunch, and bolused. The customer reported that his blood glucose level dropped and he became confused with blurred vision. The customer reported that he received four stitches. The insulin pump was not replaced or returned for analysis.